Event description:
Reportable based on device analysis completed on 24 apr 2024. It was reported that visualization issues occurred. The 95% stenosed target lesion was located in the proximal left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but it could not show the image. The procedure was completed with another of the same device. There were no reported patient complications. However, device analysis revealed that the imaging window was partially detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that imaging window was partially detached. Impedance testing revealed no electrical issues with the device. Image test could not be performed due to the condition of the device. Based on the evidence, the as reported code of image lost cannot be confirmed.